Event description:
Although failure analysis identified a malfunction, the malfunction would not have contributed to a serious injury nor is the potential for injury present therefore the event does not meet the criteria for reportability and should not have been submitted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's (B)(6) trial procedure, the patient experienced uncomfortable overstimulation upon initial activation of stimulation when the leads were connected to the external pulse generator (epg). The issue dissipated when stimulation was ramped up to the desired setting. The trial successfully ended on (B)(6) 2015, and the issue did not occur with placement of the permanent ipg. The concomitant lead information is unknown at this time.